Manufacturer narrative:
The device was returned to zoll medical corporation. Review of the device event log confirms the customer report where the device appears to have encountered a condition where the device performed a soft reset. The log confirms the device was power cycled and able to deliver a 200 joule shock. The device was thoroughly evaluated at zoll including bench handling, defib cycle testing, discharge testing and passed all testing successfully. An internal inspection was performed with no issues noted. The auxiliary connecter and breakout cable were replaced as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to defibrillate a 71-year-old male patient, the device failed to charge. Complainant indicated that the clinician was able to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.